Event description:
Lead was explanted due to a report of j retention wire fracture without protrusion through outer polyurethane insulation. Post op visual by physician noted lead to be fracture with protrusion through outer polyurethane insulation.